Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and was assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to call back if it happened again, which the customer acknowledged and understood.